Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 164 mg/dl. Customer was unable to clear the alarm. She stated that she had been out riding her bike and was sweating. Nothing further was reported.